Manufacturer narrative:
At time of filing, although expected, the reported device has not been returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
On behalf of their customer, the distributor reported an issue with the spectrum autopass suture passer, item # smi-02ap, serial # (B)(4). It was reported that when trying to pass the point to the sleeve, the jaw split. It was clarified that the lower jaw snapped, detached and fell into the surgical site. The broken lower jaw was retrieved using a grasper clamp, no fragments remained in the patient. The issue occurred during a rotator cuff procedure involving a (B)(6) male patient weighing (B)(6) on (B)(6) 2019. It is indicated that there was no impact or injury to the patient and the procedure was successfully completed with minimal delay by using an alternate spectrum clamp. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The reported complaint of the jaw split during the attempt to pass the point to the sleeve, clarified to mean the lower jaw snapped, is confirmed. The returned used device, item smi-02ap, was evaluated, per device specific evaluation procedure, and found the lower jaw is broken off with no other signs of damage. The mechanisms feel normal and there is no noticeable bend in the device's shaft. The needle loads into suture passer with no issue noted. The broken lower jaw was not returned for evaluation. This is a purchased finished device. Devices are received with a test data sheet from the supplier. The document is reviewed, accepted and retained in receiving inspection. This device is not manufactured by conmed; therefore, a DHR was unable to be reviewed. The service history was reviewed, and no prior data was found. (B)(4). The instructions for use (IFU) provides the user with information regarding the proper care and use of this device. The IFU also advises the user is of warnings, cautions and techniques including to avoid lateral stresses to the instrument or device function may be compromised. A determination for further investigation has been initiated. This issue will continue to be monitored through the complaint system to assure patient safety.